Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a leak was observed from the bd integra¿ needle. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: multiple lot numbers were returned for evaluation: lot # 6263912 expiration date: 09/30/2021 manufacture date: 11/04/2016. Lot # 5302803 expiration date: 11/18/2015 manufacture date: 09/30/2020. Lot # 5287717 expiration date: 12/08/2015 manufacture date: 10/31/2020. Lot # 6263910 does not match the catalog number 305311 in the data base. No expiration date or manufacture date could be found. Investigation results: samples were received in the (B)(4) plant for evaluation. 100 samples from batch 6263912 were leak tested with zero defects found. 1 sample from batch 5302803 was leak tested with zero defects found. 1 sample from batch 5287717 was leak tested with zero defects found. 2 samples from batch 6263910 were leak tested with zero defects found. Failure mode was not duplicated therefore failure mode is not verified. Root cause could not be determined. A DHR was completed with zero defects found. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation results to date, root cause was not found. No formal corrective action is required at this time.

Manufacturer narrative:
Correction: awareness date: from: date received by manufacturer: 12/01/2017. To: date received by manufacturer: 11/29/2017.